Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malfunction code 5. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump, and technical support arranged for the replacement pump to be shipped.